Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: no samples available from customer and no samples of the same reference batch in OEM stock. There are no previous complaints of this code batch of which (B)(6) units of the involved code batch were manufactured and distributed to customers in (B)(6) and (B)(6) other countries. We have checked the batch mfg record and this product had a normal process and the results during the in process controls fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Realization of 3 conjunctival sutures. Break of 2 sutures 24h post-op. Need for surgical intervention with aggravation of visual prognosis of the eye.